Manufacturer narrative:
Following successful cataract surgery and implantation of the light adjustable lens ((B)(6) 2019 for the left eye; (B)(6) 2019 for the right eye) and completion of light treatments of the lenses for both eyes, the patient complained of visual disturbances in the left eye only. Patient was determined to have irregular astigmatism in the left eye. The lens was explanted on (B)(6) 2020 (manufacturer's first awareness date was (B)(6) 2020) and a new light adjustable lens was implanted. The explanted lens was discarded by the customer site. No lens is expected to be returned for evaluation. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Following successful cataract surgery and implantation of the light adjustable lens ((B)(6) 2019 for the left eye; (B)(6) 2019 for the right eye) and completion of light treatments of the lenses for both eyes, the patient complained of visual disturbances in the left eye only. Patient was determined to have irregular astigmatism in the left eye. The lens was explanted on (B)(6) 2020 (manufacturer's first awareness date was (B)(6) 2020) and a new light adjustable lens was implanted.

Event description:
Manufacturer's first awareness date was 2/21/2020.

Manufacturer narrative:
Manufacturer's first awareness date was 2/21/2020.